Manufacturer narrative:
(B)(4). The pipeline flex was returned for evaluation. As received, the pipeline braid was not attached to the pushwire; therefore the distal and proximal ends of the pipeline braid could not be determined. Both ends of the pipeline flex braid were found fully opened and frayed. Based on the analysis findings and event description, the report of pipeline flex failure to open on the distal end could not be confirmed as the received pipeline braid was found fully opened on both ends. It is possible that the fraying damage on the braid contributed to the reported issue. However the cause for damage could not be conclusively determined. All products are 100% inspected for damage and irregularities during manufacture. The damage to the pipeline flex braid may be the result of the physician re-sheathing the device more than the recommended two times. Per pipeline flex IFU (instructions for use): begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex has successfully expanded, deploy the remainder of the device. Resheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid.

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. The patient was undergoing treatment for two unruptured, saccular aneurysms in the left paraophthalmic internal carotid artery (ica). The aneurysms were adjacent to one another. Aneurysm measured 6mm max diameter and 4mm neck diameter. Landing zone artery size was 3.8mm distal and 4.8mm proximal. The vessel was moderately tortuous. The devices were prepared as per IFU. It was reported that the pipeline flex was delivered to the treatment site without incident. At deployment, the distal segment of the device was "lazy" to open. After resheathing and re-deploying four times, the pipeline flex was removed from the patient without incident. A new pipeline flex was attempted and delivered successfully. Post-procedure angiographic result showed partial stasis as expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.